Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor alarmed a calibration error alarm. Customer's blood glucose was 9.2 mmol/l. Cannula was missing after the sensor was removed from the body. Customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found both sensors with the cannula bent inside the sensor. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.